Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported patient of (B)(6) years, hospitalized for an type iii achalsie. During an heller myotomy, the bipolar forceps works by intermittence, even after changing the cable, the pedal, and the generator. No clinical consequence, delay in operating time.

Manufacturer narrative:
Investigation: the instrument is not available for investigation. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an improper usage. Rational: based on the device history record and the quality standards we exclude a material or manufacturer caused error. No CAPA is necessary.